Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A pusher wire, a coil and an introducer sheath were returned. Visual inspection revealed that the pusher wire was kinked. The main coil was found to be kinked and stretched upon inspection. There was evidence of blood on the fiber bundles. The introducer sheath was observed to be kinked upon inspection. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted .the interlocking arm of the main coil was inspected and no damage was noted. The interlocking arm of the pusher wire was inspected and no damage was noted. The dimensions of the pusher wire and coil that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the user should begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the resistance encountered in the event description. This resistance led to the coil, pusher wire and introducer sheath to become damaged. (B)(4).

Event description:
It was reported that the coil could not be retracted back into the microcatheter. A 5mm x 15cm interlock¿ coil was selected to treat an aortic aneurysm. During the procedure, resistance was encountered when the coil was advanced from the distal end of the microcatheter. The coil could not be retracted back into the microcatheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil could not be retracted back into the microcatheter. A 5mm x 15cm interlock coil was selected to treat an aortic aneurysm. During the procedure, resistance was encountered when the coil was advanced from the distal end of the microcatheter. The coil could not be retracted back into the microcatheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.